Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was partially returned for evaluation. The distal section comprising of the balloon and distal tip was not returned. A break at the taper point of the balloon at the proximal bond and outer shaft was confirmed. The inner was also stretched and kinked in the length of the exposed inner - 106mm in length. One image was also provided for review. The device outer shaft and balloon were not connected. Due to image resolution it could not be determined whether a break or detachment is present. The inner lumen appeared to be stretched. The balloon sleeve was not in view in the image. Two images were provided for review. In both images a device is partially shown consisting of the hub and shaft sections. The hub print was not in view therefore the device size/type could not be determined. The balloon and distal tip was not shown. A break in the shaft was visible at its furthest point. Therefore, the result of the investigation is confirmed for the reported damaged device issue. The root cause for the reported damaged issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instruction for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated, and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. D4 (expiration date: 12/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, upon opening the material from the original packaging, the device was allegedly found to be fragile in its extension and when the catheter was manipulated in the region proximal to the balloon, it allegedly ruptured. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, upon opening the material from the original packaging, the device was allegedly found to be fragile in its extension and when the catheter was manipulated in the region proximal to the balloon, it allegedly ruptured. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. However, two images were provided for review. In both images a device is partially shown consisting of the hub and shaft sections. The hub print was not in view therefore the device size / type could not be determined. The balloon and distal tip were not shown. A break in the shaft was visible at its furthest point. Therefore, the result of the investigation is confirmed for the reported damaged device issue. The root cause for the reported damaged issue could not be determined based upon the available information received from the field communications and images review. Labeling review: the instruction for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath it is very important that the balloon is completely deflated, and all contrast media completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter guidewire lumen thoroughly. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. H10: d4 (expiration date: 12/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.